Manufacturer narrative:
Product complaint # ==> (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, the patient underwent tka for oa with the tibial tray in question. During surgery, the surgeon found dirt on the surface of the tibial tray. He didn't use the tibial tray and opened the new tibial tray. However, the new tibial tray also had dirt on its surface. The surgeon wiped the dirt off and used it. The surgeon found the dirt without touching the surface of the tray. The surgery was completed successfully and there was 30 min surgical delay. No further information is available.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device was received for examination therefore the reported event could not be confirmed. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: DHR review performed as part of this investigation. Refer to attachment for further details. Product code 150680002 work order (B)(4) was manufactured on 21-july-2020. 20 parts were manufactured per specification and all raw materials met specification. No scrap associated with this lot. No reprocessing associated with this lot. No deviations associated with this lot.